Manufacturer narrative:
This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a piece of the fenestrated bipolar forceps instrument broke off and fell inside the patient. Although, the broken piece was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the fragment to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted total hysterectomy procedure, while attempting to use the fenestrated bipolar forceps instrument in the patient's pelvic cavity, a piece from the instrument broke off and fell inside the patient. The piece was retrieved from the patient and another instrument was used. The planned surgical procedure was completed with no reported patient harm, adverse outcome or injury.